Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was received for evaluation. Visual inspection was performed which identified the sterile packaging missing from the component card. The reported condition was verified on the actual sample. The cause could not be determined; however the most probable cause would be mishandling of the kit box after shipment. Ten (10) retention samples were visually inspected; no missing components were noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
C name and strength: floseal fast prep hemostatic matrix, 10 ml. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floseal fastprep kit was missing the sterile packaging. This was identified prior to use. There was no damage to the package or shipping materials. There was no patient involvement. No additional information is available.